Event description:
It was reported that the intra-aortic balloon (iab) when using the trp4046, a malfunction occurred in the optical sensor. Arterial pressure could not be measured or displayed. The malfunction was removed immediately and the catheter was replaced, there was no patient harm or adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation,investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. : (B)(4).

Event description:
N/a.